Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the clinical surgical rep (csr) called the technical support engineer (tse) to report that an error that they had previously cleared, had reoccurred after the start of the procedure. The customer had previously performed troubleshooting with tech support to recover the error, and the procedure had continued. The error reoccurred shortly after starting the procedure. The csr reported that the surgeon elected to convert the procedure to laparoscopic surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue. The fse replaced the cardcage to resolve the 315 errors on the universal power distributor (upd) board. The cardcage unit has been returned for evaluation, however failure analysis has not completed their investigation. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the system having 316 errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the cardcage involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed. The cardcage was installed and tested on the pca test system. Upon power on, the part failed with errors 25924, 25925. The error was isolated to the universal controller card (ucc) board and the ucc have failed. This part will be repaired.